Event description:
Hamilton medical ag received the following event description: during testing of the device, the yellow led's are not lighting up.

Manufacturer narrative:
Alarm lamp does not work due to defective alarm lamp board. The board will be replaced.